Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-may-2023. Investigation summary: six hundred forty-eight samples were provided to our quality team for investigation. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One hundred and four samples expelled the solution with a normal flow. Twenty-one samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: we had received some of the bd safetyglide needles last year that were affected by the clogging issues. Unfortunately we were unable to address this issue until recently and we were wondering if it were still possible to be issued replacement needles? I have 12 full boxes of needles and an open box of 45 needles. Ndc # 08290-3059-16. Lot # 2024137. Date issue encountered: 09/15/2022. Available to be returned to evaluation.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: we had received some of the bd safetyglide needles last year that were affected by the clogging issues. Unfortunately we were unable to address this issue until recently and we were wondering if it were still possible to be issued replacement needles? I have 12 full boxes of needles and an open box of 45 needles. Ndc # 08290-3059-16. Lot # 2024137. Date issue encountered: 09/15/2022. Available to be returned to evaluation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.